Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 300 mg/dl and 515 mg/dl. Current blood glucose value was 411 mg/dl. Customer treated with bolus. Customer was assisted in performing high pressure test and it passed. Insulin pump will not be returned for analysis.